Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit; however, the housing for the burr catheter was received detached. The advancer knob was received loosened in a forward position. The handshake connection for the burr catheter was kinked. An attempt to take apart and check the handshake connections was not possible, as the handshake connections were pulled into the sheath and stuck due to the kink. The sheath was torn/split 26.5cm proximal of the end of the distal sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 1.50mm rotalink¿ plus was selected for use. During preparation, it was noted that the shaft was broken during testing outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that shaft break occurred. A 1.50mm rotalink¿ plus was selected for use. During preparation, it was noted that the shaft was broken during testing outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.